Manufacturer narrative:
This report is being submitted as a cancellation report following conclusion of investigation on the 10-dec-2021. File has been re-assessed based on the investigation conclusions. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low. Device evaluation: 1 unit of lot c1830213 of echo-19 was returned opened in its original packaging. Lab evaluation: the device involved in these complaints were evaluated in the laboratory on 21 oct 2021. The sheath extender was able to advance and retract without issue. Needle able to advance and retract with slight difficulty. Stylet retracted from the device with slight difficulty and examined with no issue observed. Stylet re-inserted with slight difficulty. Needle removed from the device and examined. A proximal kink was observer 94.5cm below the needle hub. Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1830213 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1830213. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-1). A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to incorrect transportation, storage or handling of the packaging after the device left the manufacturing facility which may have caused the device to kink proximally. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report is being submitted as a cancellation report following conclusion of investigation on the (B)(6) 2021. File has been re-assessed based on the investigation conclusions. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the stylet cannot be pulled out at preparation stage. No use on patient. Complaint device was returned and evaluated on 21-oct-2021, proximal kink noted approximately 94.5 cm below needle hub.